Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders and deep brain stimulation (dbs) therapy indications. It was reported that they took a reading on the patient's and it showed it was depleted. They had a return of symptoms. They charged the battery for four and a half hours and they were guessing they haven't recharged their new implant since it was placed in (B)(6). It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.